Manufacturer narrative:
(B)(6). Study source: (B)(6) clinical study. The complainant indicated that the device was disposed and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that an alair bronchial thermoplasty (bt) catheter was used during a bronchial thermoplasty procedure on (B)(6) 2015 as part of the (B)(6) clinical study. This complaint is being reported based on the event of asthma exacerbation treated with medication. On (B)(6) 2015, the patient underwent the second bronchial thermoplasty treatment to the left lower lobe of the lung. No issues were noted with the device. According to the complainant, on (B)(6) 2015, the patient experienced asthma exacerbation and was treated with medication. The exact type of medication was not reported, however, it was noted that the medication was not a systemic corticosteroid. No hospitalizations or ER visits occurred as a result of this event. On (B)(6) 2015, the event was considered to be resolved. Baseline spirometry values. Visit date: (B)(6) 2015. Post-bronchodilator: fev1: 2.36, fev1 % predicted: 95.00, fvc: 3.22, fvc % predicted: 110.80.